Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Missing segments or partial display not confirmed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and missing serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to push too many buttons to take a bolus and screen was difficult to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.